Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 1100 mg/dl. Customer had symptoms such as vomiting. Customer was hospitalized for diabetic ketoacidosis. Customer was treated at the hospital and with novolog pen. Troubleshooting was performed and it was found that the pump alarmed battery out limit and no delivery. The customer was assisted with 5.0 unit fixed prime and the pump was working as designed. The insulin pump was returned for analysis.